Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after loading the cartridge with 100 units of insulin. Customer's blood glucose level was 160 mg/dl. Reportedly, customer successfully loaded a new cartridge onto the pump.